Manufacturer narrative:
No patient involvement has been reported. Date of device breakage is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unavailable. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date an inserter for titanium elastic nails was broken. The blue handle snapped. It was unknown if there was patient and procedure involvement. This report is for an inserter for titanium (ti) elastic nails. This is report 1 of 1 for (B)(4).